Manufacturer narrative:
A service report completed and dated 07/18/2017 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. Prior to eswl, the patient was being treated at the hospital for high blood pressure and diabetes which was thought to be controlled. Four days after eswl, the patient was hospitalized for a pulmonary embolism. The customer believes that the cause of the pulmonary embolism was due to a deep venous thrombus which occurred during eswl. The thrombus increased and migrated to the pulmonary artery causing pulmonary embolism. Patient was likely not a good candidate for eswl procedure. There was no fault noted with the device as manufactured and the device was found to be functioning within dornier specifications. This event occured in (B)(6). Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
"The patient was hospitalized urgently with deep venous thrombosis and pulmonary embolism 4 days after eswl was performed. The patients were placed in ivc filter placement and thrombolysis therapy with ICU. The patient is in hospital treatment as of (B)(6) 2017."